Event description:
During the procedure, two 3.0x15mm emerge, a 3.0x15mm nc emerge, a 3.50x15mm nc emerge and a 4.0x6mm nc emerge were used. It was reported that central chest discomfort started 1-1.5 hrs post pci not relieved by paracetamol. ECG showed sinus rhythm , no st/t changes. Bedside echo was nad.1mg IV morphine given. No further chest discomfort. Resolved without sequelae. No intervention performed.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).